Manufacturer narrative:
It was reported that the patient experienced an infection at the implant site prior to explantation. This report is submitted june 7, 2017.

Manufacturer narrative:
Additional information regarding the patient's equipment was requested; however, could not be obtained at the time of this report. This report is submitted on may 3, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a breakdown of the skinflap over the receiver stimulator. Subsequently, the device was explanted on (B)(6) 2017. The electrode array was left insitu in order to preserve the cochlea for a future implantation.